Event description:
It was reported to philips that the live image was delayed and playback was stuck. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the big screen could not display, and the system stuck. Analysis of the system log confirmed that there was malfunction with the flexvision pc. During troubleshooting, the fse found that the connection between the flexvision pc and host pc was lost. The fse re-plugged the flexvision pc hardware board and reinstalled the os and app. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.